Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, once the lever was pressed down on the preloaded delivery system, the lens kept advancing forward despite fingers being lifted off. There are three medical device reports associated with this complaint. This report is 3 of 3. Additional information has been requested however no further information available.

Manufacturer narrative:
The returned sample is not the actual complaint unit. Sample of a different serial number was returned. No clarification was received from the complainant. No qs record was initiated for the received sn. The root cause for the reported complaint could not be determined as sample reported in this qs record was not returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.